Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated essure device") in an adult female patient who had essure (batch no. 857599) inserted for female sterilization. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (diagnostic laparoscopy converted to laparotomy secondary to adhesive disease as well as left salping). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation to be related to essure. The reporter commented: laparotomy, right salpingectomy and lysis of adhesions done on 23feb2016. Concerning the injuries reported in this case, the following one was reported via medical records:fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
Incident (required intervention). Anticipated. This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 12-jul-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012. After being implanted with essure, this plaintiff suffered from severe and permanent injuries. This case was considered invalid due to unspecified adverse event. On 02-aug-2016, follow up information completed this case and it became valid. The plaintiff was implanted with essure for permanent sterilization and subsequently had the device removed due to complications. Follow-up received on 11-aug-2016: a new reporter was added. No new information was provided. Patient suffered physical injuries, emotional distress, economic losses and other damages as a "proximate result" of using essure. Follow-up received on 29-aug-2016: ptc investigation result was provided. Ptc global number is (B)(4). Quality safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Upon internal review performed on 13-sep-2016 based on the information received on 02-aug-2016, intervention required was amended and included as seriousness criteria. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. Device removal is listed according to the reference safety information for essure. This case was received through a legal claim which included several plaintiffs. The adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated essure device") in an adult female patient who had essure (batch no. 857599,867699) inserted for female sterilization. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) 2015 had diagnostic laparoscopy converted to laparotomy secondary to adhesive disease as well as left salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation to be related to essure. The reporter commented: laparotomy, right salpingectomy and lysis of adhesions done on (B)(6) 2016. Concerning the injuries reported in this case, the following one was reported via medical records:fallopian tube perforation. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record received:the event medical device removal replaced with fallopian tube perforation of device. Reporter,lot number added. Case got medically confirmed. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.